Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer disconnected the tubing from the infusion site, delivered a bolus, and did not view drops of insulin exit the tubing. Blood glucose was in the 300 mg/dl range. Reportedly, the customer was using fiasp insulin. The customer completed a supply change to resolve the occlusion alarms.